Event description:
The initial reporter alleged questionable elecsys hbsag ii assay results for an unspecified number of patient samples on the cobas e 602 module. The initial results from the e602 module in question were repeatedly in the grey zone (indeterminate). The repeat results from another cobas e 602 module were repeatedly negative.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6).